Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient wasn't feeling well and presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations. The device was restored from backup and the patient was stable post event.